Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150205 captures the reportable event of device difficult to advance in the anatomy. Block h11: investigation results: the guidewire device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a jagwire was attempted to be used during a eus guided gastrojejunostomy procedure for gastric outlet obstruction performed on (B)(6) 2026. During the procedure, due to the patient unique anatomy, initial guidewire placement was difficult. Once the anatomy was clearly identified, the catheter was advanced successfully. Inflation of both the distal and proximal balloons helped straighten the anatomy, resulting in improved visualization under fluoroscopy. The procedure was able to be completed with the original device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.